Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch review was performed and no abnormalities were found. Floseal¿s instructions for use (IFU) was reviewed and the instruction for irrigating excess floseal and not to use for prophylactic purposes is presented in the IFU. No trend was identified. Per baxter (B)(4), no further investigation is required. Baxter (B)(4) re-trained the customer on the appropriate use of floseal and the product¿s IFU. This is the first complaint of this nature received for this product lot. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). The additional (incomplete) clinical information refers to a patient undergoing craniotomy for a brain trauma. At an unknown time after surgery, patient experienced rashes. No data to support the diagnosis of an allergic reaction to floseal. The hemostat has been used for hemostasis and also (incorrectly) for prophylactic purposes, and excess of floseal has not been irrigated. Based on the report received, the death of the patient is related to the severe brain injury he sustained. A potential allergic reaction to the bovine component in floseal can yet not be excluded, but is not considered causative for the fatal outcome. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported to baxter (B)(4) that a patient developed an allergic reaction (rashes) to the use of floseal on brain surgery. The customer stated the patient has passed away due to other comorbidities. Revision was performed to remove floseal, however, since then, they do not know if any other treatment was given. The occurence date is unknown. Additional information received on (B)(4) 2014: 1) indication for surgery? Response: brain trauma. 2) indication for floseal use? Response: ich (intracerebral hemorrhage) 3) time from floseal application to the occurrence of the rashes? Response: unknown. 4) what other concomitant medications or surgical adjuncts with allergenic potential have been used (anesthetics, antibiotics, etc.)? Response: unknown. 5) has floseal been applied in the presence of active bleeding or for prophylactic purposes (to prevent rebleeds)? Response: active bleeding plus some prophylactic purposes. 6) has floseal excess (product not reacted with the blood clot) been irrigated after achieving hemostasis? Response: excess was not irrigated. 7) postoperative examinations (MRI/CT of the cranium; bovine antibodies, igg and ige)? Response: unknown 8) determined cause of death? Response: unknown no further information provided.